Event description:
It was reported that a (B)(6) african american female patient who underwent primary breast augmentation surgery with a 550cc mentor memorygel breast implant experienced left sided capsular contracture baker grade iii post procedure. As a result, patient has a planned explantation on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iii. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 30, 2022, mentor became aware that patient had an explantation on (B)(6) 2022. Follow up report was erroneously voided. Manufacturer¿s reference number: (B)(4). Relevant d6. Fields have been updated.

Manufacturer narrative:
On february 18, 2022, mentor became aware that patient underwent a surgical procedure on (B)(6) 2021, hematoma was removed. Reason for device explant and/or reoperation: capsular contracture baker grade iii and hematoma . Manufacturer¿s reference number: (B)(4).